Event description:
Rptr complains of autoimmune disease, pericarditis, muscle and nerve inflammation, cystitis, granulomas, muscle spasms, rashes, scaly skin, burning pain, dry eyes and vagina, hands and feet turn white with cold, joint swelling, enlarged lymph nodes, muscle aches and weakness, loss of reflex and sensation, photosensitivity, sleep disturbance, easy bruising, trouble swallowing, bladder and colon problems, chronic fatigue, night sweats, nose and mouth ulcers, eye problems, and tingling in legs, arms, top of head and face.